Event description:
It was reported on (B)(6) 2025, that during the novasure procedure, a part of the novasure device broke off inside the patient. The piece was easily retrieved and there was no harm or impact to the patient. No other information is available.

Manufacturer narrative:
Customer provided a lot number that did not match hologic records with the device. Hologic made a follow up with the customer to confirm the correct number, customer responded that the device had been discarded. Thus not lot number is available. Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.